Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switching episodes were observed on stored egms. Review of session records noted that far-r oversensing and retrograde p-waves with atrial pacing were causing auto mode switching. Sometimes pvcs would initiate it too. Programming changes were made.